Event description:
On (B)(6) 2013, the reporter contacted animas, alleging an occlusion issue. The reporter stated that multiple unexplained occlusion alarms occurred. No additional information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 02/03/2014. Device evaluation: the device has been returned and evaluated by product analysis on 01/20/2014 with the following findings: multiple call service alarms were observed in the alarm history. The time and date were accurately set at the start of the investigation. The pump rewind, load, and prime steps were performed with no alarms. The pump was exercised for 24 hours on a 1 unit per hour basal rate with no occlusions duplicated. The force sensor calibration reading was observed to be within specifications. The pump was opened and no damage was observed to the force sensor or on the power circuits. The pump booted to the verify screen. Unrelated to the initial complaint, the display was observed to be dim with a pink contrast. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.